Manufacturer narrative:
Heartsine performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report that their device was not displaying the instructional leds. Without visual prompts, a lay user would not receive the visual instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon receipt, the green status indicator was extinguished. This fault was attributed to a misaligned membrane tail within the j11 connector. This had resulted in no connection on track 4 (status_led_green) of the membrane tail with their associated j11 pins. The instructional led¿s including the shock button icon led flashed throughout as per specification. As no fault was identified on the j11 connector, and the fault could not be replicated after correctly reinstalling the membrane within the connector, this would confirm the reported failure had been due to the misalignment of the membrane tail. The customer received a replacement device and this device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device was not displaying the instructional leds. Without visual prompts, a lay user would not receive the visual instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.